Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was the wrong power. Additional information was provided by the surgeon, who reported that the patient was unhappy with his vision due to hyperopia. The prognosis of the event is that it will resolve with treatment. Additional information was provided by the facility representative confirming that the iol was exchanged for a difference of a half a diopter.